Event description:
A report was received that the patient was experiencing severe pain down to the leg during a trial procedure. The physician aborted the procedure due to hardware and scar issue. The patient was doing well post operatively.